Event description:
Medtronic received information that approximately three years after the implant of this model transcatheter pulmonary valve (tpv), one or two grade two stent fractures were observed, with some recoil of the tpv compared to its post-implant status. This tpv was implanted without pre-stenting. The issue was resolved with implant of another manufacturer's covered stent, and a valve-in-valve implant of a second tpv of the same model. No adverse patient effects beyond the reoperation were reported. The information regarding the valve-in-valve procedure was reported in conjunction with a separate report of the patient being admitted to a hospital more than 11 months later for a different medical issue.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Based on clinical data and literatures, melody stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent appear to be associated with an increased risk of stent fracture. In this case, the root cause to the reported stent fractures is not known. A supplemental report will be filed if additional information is received or if the device is explanted and returned for analysis.

Manufacturer narrative:
The device remains implanted. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.